Manufacturer narrative:
This report is submitted november 30, 2018.

Event description:
Per the clinic, the patient experienced an infection and extrusion of the receiver/ stimulator. Subsequently, the patient was administered oral and topical antibiotics (date not reported) and the device was explanted on (B)(6) 2018. The patient was not reimplanted with a new device during the same surgery.